Event description:
Info was received that reported the pt was hospitalized on (B) (6) 2010 due to an incident of hypoglycemia. The pt became unconscious a while at school. The paramedics were summoned. Her blood glucose was measured as 20 mg/dl. She was given a dextrose IV and transported to the hosp. At the hosp she was at 77 mg/dl. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.